Event description:
It was reported that the pump¿s sleep/wake button intermittently failed to respond despite correct finger placement, with multiple occurrences and loss of responsiveness during a support call; the user¿s phone was disconnected from the pump, and efforts to restart via the mobile app were unsuccessful due to sign-in limitations. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included guided troubleshooting such as app force close, bluetooth restart, app reinstallation, and instructions to restart the pump via the app when possible. Investigation of this case revealed the button intermittency could not be reproduced consistently and connectivity and app access issues limited remote remediation. It was concluded that the device exhibited an intermittent nonresponse of the sleep/wake button, with root cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.